Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank and the high voltage cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an overload fault error messages. This error causes the sys to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.